Manufacturer narrative:
(B) (4).

Event description:
Following a car accident, the catheter came off of the pump. No additional information was provided regarding the event. Additional information has been requested, a follow-up report will be sent if additional information becomes available.